Event description:
Had my 3rd injection of euflexxa on (B)(6). On (B)(6), my left knee swelled severely, and the pain was unbearable. I could not put any pressure on it, so was taken to ER by ambulance. They could find no reason for the knee effusion, so I was released and told to f/u with my orthopedist. After having fluid drained and getting a shot of cortisone, I did not get relief without applying rice therapy. My knee swelled again on (B)(6), and I managed it by using rice therapy, then had 3 acupuncture treatments, which gave me faster results than the draining and cortisone did. This never happened before I had euflexxa. Now I am incurring worse pain and a decrease in my daily activities during these flare ups. In addition, I am incurring personal expense for acupuncture treatments. "Did the problem stop after the person reduced the dose or stopped taking or using the product: no, did the problem return if the person started taking or using the product again: yes." Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018; knee pain from arthritis.